Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted from the patient's right eye due to to a myopic result. It was indicated that the best corrected visual acuity (bscva) pre-operatively was 20/40 compared to bscva post-surgery was 20/50-1. The patient had no immediate details on the post-operative status. No further information is available.